Manufacturer narrative:
A4: a6: unk. H6: type of investigation: 4110: lens work order search: no similar complaint type events reported for units within the same lot. Claim #734336.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -11.0 into the patient's right eye (od) on (B)(6) 2023. Intraoperatively the lens was removed due to the lens was implanted upside down. There was patient contact but no patient injury. On 15-dec-2023 a replacement lens of the same model, length was implanted. The problem was resolved. The cause of the event was reported as unknown.